Event description:
The consumer reported receiving burns to her ear from the heating pad. She stated the pad overheated at caused a burn to her ear and pillow. The consumer admitted to laying on the heating pad which is contrary to proper use instruction.